Event description:
It was reported that during the implant attempt, the set screw of the device was pulled back for insertion of the superior vena cava (svc) portion of the lead. The set screw was at a 45 degree angle and it was unable to be screwed back in. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2005, 694758 implantable tachy lead, (B)(6) 2005. (B)(4).